Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopically assisted vaginal hysterectomy, 2 trocars made a strange sound and pneumoperitoneum leak occurred. They changed the device with new ones but few hours later, the same event happened. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. As per visual evaluation the lower seal of cannula received were damaged. No additional abnormalities were found. The damaged in the lower seal of the cannula appeared to be a cut in the seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.